Manufacturer narrative:
Three 14f ce manta closure devices, two manta sheaths, and two puncture locators were returned for investigation and was received. The devices were not identified individually as to which der they were associated to. The devices were decontaminated then visually inspected. One unit was not connected to the sheath, lever was not pulled, and was unable to test without a sheath. The second device was partially locked into the sheath hub, bypass tube was inside carrier, button valve and anchor were exposed at end of lumen. The lever was partially displaced. The third unit had the lever pulled, manta closure device locked into the sheath hub, no anchor, collagen, or radiopaque lock noted. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a pci and impella pump procedure, a 14f ce manta was planned for closure in the right femoral artery. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: it was reported that while using the device, the manta device could not be inserted into the manta sheath. The issue occurred in two devices from the same lot. After the first failed attempt to lbc a new manta system was used. The sheath was exchanged without major blood loss or any other issues. Due to the difficulties to insert the bypass tube into the manta sheath it was noticed that the anchor was probably dislocated or further pushed into the tube. Therefore a new manta was used to proceed for the final closure. While there was more than usual bleeding noticed through the haemostatic valve of the manta sheath for this step the indwelling manta sheath was used. The closure was completed successful. The patient didn't suffer any harm from this event. Associated to: MDR 3010252479-2021-00251 manta.